Event description:
It was reported that the patients ipg was not holding a charge and the patient was not getting an adequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively.